Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed, and it was found that the product was returned with a reported complaint that does not affect functionality. Tests performed to confirm product was returned in an expected/acceptable condition. No product issue was identified, and the product is considered conforming in its current state. Additional observation(s) not reported by site: the instrument was found to have damaged conductor wire insulation at the yaw pulley/grip hub. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument was found to have tissue in jaws. The procedure was completed with no reported injury.